Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Field service representative (fsr) report: the fsr replaced the blender assembly and calibrated the ventilator. The fsr performed calibrations and brought the device within the manufacturer specification. The suspect component was returned to carefusion's failure analysis laboratory and at this time is pending investigation. Once the investigation is complete, then a supplemental report will be submitted.

Event description:
The customer reported that the vela ventilator analyzer was reading inaccurately and a hissing air leak sound was heard. The customer reported patient involvement but no allegation of patient injury/harm.

Manufacturer narrative:
Results of investigation: the failure analysis laboratory (fa lab) received the suspect component and installed it in a known good unit. The unit was plugged into the oxygen source, and an audible leak was audible. The unit was powered into ventilating mode. The reported issue was duplicated, and the root cause was a faulty regulator and a hole on the tube.